Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during implant of a leadless implantable pulse generator (ipg), the patient experienced a cardiac perforation of the right ventricle causing an effusion and cardiac tamponade. The patient crashed and was immediately tapped and lost around one liter of blood. An autotransfusion was carried out to prevent the patient from losing too much blood and chest compressions were needed for around thirty minutes with a pericardiocentesis. The effusion resolved over about an hour and the bleeding slowed until patient stabilized. Left ventricle function was drastically reduced so a balloon pump was inserted to assist. The patient was sent back to the coronary care unit and cardiac surgery was deemed not necessary. The device remains in use. No further patient complications have been reported as a result of this event.